Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered the following: hair falling, hormones all over, period every two weeks, breast pain, inflammation on the right breast, right breast implant rupture, and bilateral capsular contractures; baker grade unknown. Capsules were described as mildly thickened and slightly contracted. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 6, 2020, investigation of the product's photo was completed. Device investigation summary: during the visual evaluation of the picture and video provided in the complaint, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).